Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty converter and traces of liquid inside the tube could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: after pushing the power switch device didn't power on, it¿s caused by a defective converter (power supply). The worn scope socket had traces of liquid inside tube. For correct function is necessary to replace the converter and scope socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis exera iii xenon light source was not possible to turn the device on. The issue occurred during preparation for use with no procedure involved. There were no reports of patient harm.